Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the pmsc. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that high-resolution stereo viewer (hrsv) lost one eye video image. The customer was not sure which hrsv had the issue. The customer continued the procedure with dual console configuration and could not troubleshoot at the time of the phone call. The tse advised the customer to power cycle the system to resolve the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 48200 was found indicating a communication fault from the pmsc, confirming the fault occurred in the field. A visual inspection revealed no anomalies related to the reported issue. When installed on a golden system, the unit failed at power-up with error code 48200, and leaf 3 was not displayed in the laptop application. Based on these findings, failure analysis concluded that the surgeon console leaf (scl)-1 board was the source of the reported issue. The probable root cause is attributed to electrical issues resulted from a faulty scl-1 board located on pmsc. This issue can be resolved by replacing the pmsc.

Event description:
Refer to h11 for follow-up information.